Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states screws on top right, and bottom on left side, worked loose and have fallen out not to be found. Brakes are very loose and no longer working. MDR filed